Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the in-box pulse generator reverted to backup operation during a firmware update. The device was not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.